Event description:
A report was received that during a lead revision procedure, the pt's lead was replaced as the contacts had come off the lead and two wires were split from the paddle. The physician suspects that this is due to the patient, not the device itself.